Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer's blood glucose (bg) ranged from 290-509 mg/dl with trace ketones. A manual insulin injection was used to address bg.